Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: connecting tube had foreign material. A root cause could not be identified. Based on the results of the investigation, the likely cause of the clip stuck inside the flexible section of the channel and the channel cleaning brush not being inserted smoothly was traced to damage to the channel tube. The cause of the foreign material in the connection tube could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had clips stuck inside the flexible section of the channel. It is unknown when the reported issue occurred. There were no reports of patient harm.